Event description:
An ocd laboratory specialist reported obtaining a false negative result on one patient sample. The sample was positive when tested with alternative methods. A false negative result could result in inappropriate physician action. There was no report of patient harm as a result of this event.